Manufacturer narrative:
The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The insulin pump had a minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 386 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.